Event description:
Malfunction, nothing abnormal was done, product stopped all delivery and came up with a malfunction code 0-0x2152. Product cannot be restarted or reset, no insulin delivered. Dangerous malfunction of insulin pump. Malfunction stops all delivery of insulin and stops cgm monitoring of blood glucose. With no back up of insulin delivery or no back up of cgm for blood glucose level monitoring. The situation could be life-threatening causing hyperglycemia (high blood sugar). With no insulin delivery, blood sugars could reach dangerous levels. Insulin pump malfunctions, so no way to check blood sugar levels. Cgm (continuous glucose monitoring system) is also not available. Pump malfunctions, both insulin delivery and cgm monitoring are stopped. FDA safety report ID# (B)(4).